Manufacturer narrative:
This supplemental report is being submitted to correct the serial number and device return status provided in the initial report. The customer provided the correct device serial number on 11mar2021. The device was returned and evaluated by olympus. The device evaluation confirmed the user report. A worn out video connector latch was causing poor connection to the pigtail. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the clip on the port where the pigtail plugs into on an evis exera ii video system center was broken and no longer holds in place. This event was observed during preparation for use. No patient involvement or impact was reported.

Manufacturer narrative:
Upon review of the complaint by the manufacturer, this event is not reportable. There is no indication of an adverse event and it is unlikely that an adverse event would occur per the manufacturer's risk documentation. This complaint will be closed by the manufacturer.